Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient was found to be bleeding from the impella site that required a washout. It was reported that anticoagulant was withheld and the bleeding resolved. No further information was provided. The patient remained on support.

Manufacturer narrative:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 60-year-old male patient for pre-operative placement. Following implantation, bleeding was observed at the axillary access site, which required a surgical washout. The patient received a blood transfusion as part of management, and anticoagulation therapy was held. The bleeding was reported to be resolving. The patient subsequently survived following device explant. The reported event involves an access site bleed requiring blood transfusion and device repositioning. Access site bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU) because of our anticoagulation and purge requirements and it is unknown if access best practices were followed, however it is important to note that oozing resolved with standard troubleshooting. Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinica/impact codes and medical device problem codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the access site bleeding was not determined since insufficient clinical details were provided and product was not returned. The cause of the placement signal issue was not determined since no product was returned, insufficient logs were available, and insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.